Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the system passed the set-up process without issue; however, after the needle was inserted into the patient's breast, the foot pedal would not respond and an error message directing the user to replace the foot pedal displayed. It is reported that due to the lack of response from the foot pedal, the user was unable to sample, and the procedure was aborted. It is reported that the patient was rescheduled, which will require a second incision. A field service engineer (fse) was dispatched to examine the equipment and determined that the foot pedal needed to be replaced, which was completed at that time. The fse, in conjunction with the user, tested the replaced foot pedal and confirmed that the device is now functioning in accordance with manufacturer specifications. No further information is currently available.